Event description:
It was reported that the surgeon intentionally bent the plate, part number 446.234. When the plate was being secured it fractured. There was no reported ill effects on the patient and their was no increase in surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received and evaluated. The measurable dimensions of the part were checked and found to be in specification. The lot number is unknown making an examination of the raw material certificate and the manufacturing history not possible. Microscopic evaluation cross sectional surface shows no irregularities indicating material conformity. No product fault could be detected.